Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, discharge, urinary/bowel problems, dyspareunia and neuromuscular problems. It was reported that patient underwent mesh revision in 2005 due to severe pain and discomfort. The patient underwent removal of portion of colon in 2006. It was reported that patient underwent mesh removal in 2011 due to severe pain and discomfort. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure for sui on (B)(4) 2004 and mesh was implanted into the patient. It is also reported that the patient had a mentor obtape sling implanted. It is further reported that the patient experienced pain, multiple infections, inflammation, internal and external scarring, erosion of mesh and internal tissues, and has undergone additional surgeries and revisionary procedures. No clarifying information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure on (B)(6) 2004 and mesh was implanted.